Manufacturer narrative:
The exact date of event is not available. The subject device is not available.

Event description:
The article presented retrospective review of the case report where delayed cerebral vasospasm was suspected after mechanical thrombectomy. It was reported that mechanical thrombectomy was performed to treat to treat embolic cerebral infarction related to occlusion of the left internal carotid artery (ica). Immediately after treatment, findings suggestive of vasospasm of the left middle cerebral artery (mca) were noted, but subsided 2 days after admission. Five days after the admission transient right hemiplegia occurred and restenosis at the same site was observed. Medical treatment resulted in the disappearance of stenosis 6 days after admission. No further information is available.

Event description:
The article presented retrospective review of the case report where delayed cerebral vasospasm was suspected after mechanical thrrombectomy. It was reported that mechanical thrrombectomy was performed to treat to treat embolic cerebral infarction related to occlusion of the left internal carotid artery (ica).immediately after treatment, findings suggestive of vasospasm of the left middle cerebral artery (mca) were noted, but subsided 2 days after admission. Five days after the admission transient right hemiplegia occurred and restenosis at the same site was observed. Medical treatment resulted in the disappearance of stenosis 6 days after admission. No further information is available.

Manufacturer narrative:
A device history record (DHR) review could not be performed because the lot number is unknown. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Based on the information from the customer, no anomalies were noted to the trevo retriever device used in the procedure, it performed as intended and there were no allegations against it. However, adverse events associated with the use of retrievers or with the endovascular procedures include, but are not limited to: vasospasm and restenosis and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to the reported patient complications..